Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -the instrument channel: coagulase negative staphylococci (1 cfu) -the suction channel: micrococci (1 cfu), enterococcus faecium (6 cfu) the subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus deutschland gmbh.(ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel, and the distal end of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was evaluated at the olympus local service center and it was found no irregularities. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.